Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to failure of the valve. The failure of the valve was observed to be leaflet calcification and stenosis. Subsequently, the valve was explanted, and a graft of the right coronary artery (rca) was performed. The following day, a new valve was implanted. Additional information was received that the rca graft was performed due to rca disease that could not be cannulated when the patient came in for inpatient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to failure of the valve. The failure of the valve was observed to be leaflet calcification and stenosis. Subsequently, the valve was explanted, and a graft of the right coronary artery was performed. The following day, a new valve was implanted.

Manufacturer narrative:
Corrected data: h6. Annex e code e2403 was included erroneously and can be considered redacted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.